Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician was attempting to treat a lesion in the carotid artery using a protege rx stent and a spider embolic protection device. The lesion was described as fibrous with moderate tortuosity. It was reported that the stent and the spider wire locked up together leading to the inability to advance the stent. It was reported that the physician had difficulty removing the devices but he did succeed in removing them together. There was no injury to the patient reported. It was reported that the procedure was completed with a non-medtronic stent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.